Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and the cause was traced to power on reset (por) prior to device implant. The device was tested on the bench and the device exhibited normal functionality. Backup vvi could not be reproduced in the lab so the cause is inconclusive.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a device implant procedure, it was not possible to communicate with the device. An attempt to end the communication session prompted a warning screen indicating that the device was in backup vvi. The physician completed the procedure with a new device and the patient was stable following.